Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended due to losing her charging system. In turn, the patient lost stimulation over time due to the ipg becoming inoperable. Troubleshooting via the use of her external devices was unsuccessful. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.